Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Evaluation statement: the complaint device was received and evaluated. Visual observation revealed no anomalies with the device. The device was set up with an fms duo pump and the hand piece was operated in forward, reverse, and oscillation modes. The speed button worked intermittently but the other buttons displayed continuous function. We can confirm this complaint but cannot discern a root cause for the user to have experienced this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints from this lot released for distribution in 2014. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure of the shoulder that the customer's remote control was working intermittently causing the pump to go on and off by itself. The surgeon completed the procedure with another like device with no patient consequences. There was a five minute delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.